Manufacturer narrative:
Batch review performed on 25-aug-2025. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2429907: (B)(4) items manufactured and released on 04-02-2025 expiration date: 2030-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - ø36x24.5, (k170452), lot 2417909: (B)(4) items manufactured and released on 07-11-2024 expiration date: 2029-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0152 glenoid baseplate - ø24.5x25 (k170452) lot 2401623: (B)(4) items manufactured and released on 03-06-2024 expiration date: 2029-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: revision 2 months after the primary surgery due to joint luxation. During the revision, while positioning the glenosphere, the surgeon noticed that the baseplate was loose due to a fracture of the glenoid and decided to convert the implant to an hemi. We do not know the possible relation between luxation and fracture. There is no mention of a traumatic event. Dislocation may have been caused by insufficient ligament tension. No further conclusion can be drawn with the elements at hand.

Event description:
Revision surgery performed due to joint luxation about 2 months after the primary surgery. During the revision, while positioning the glenosphere, the surgeon noticed that the baseplate was loose due to a fracture of the glenoid and decided to convert the implant to an hemi.